Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the count back error screen was encountered while issuing medications. A field service engineer (fse) removed all pockets from all four drawers, followed by checking connections and adjusting the row board cables. The fse then accessed the hardware test application, tested all drawers and pockets, and confirmed that they were functioning successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini system got a count back error screen when issuing meds. When trying to issue medications, the screen kept going to countback stating, "medication not found". Cubie 04-06 (lorazepam 1 mg tab) showed as present in the cabinet but had no medication assigned to it. The same issue was noted for cubie 04-12 (hydroxyzine pamoate 25 mg) and 04-16 (lorazepam 1 mg tab). The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.